Event description:
It was reported that this right ventricular defibrlllatlon lead exhibited a shock impedance measurement of greater than 200 ohms. Boston scientific technical services discussed possible explanations for the out of range measurement, including electromagnetic interference. The health care professional would discuss with the physician. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).